Manufacturer narrative:
Device evaluated by manufacturer: report of leaflet tear was confirmed, and report of regurgitation was visually confirmed due to leaflet tears. X-ray demonstrated heavy calcification on leaflet 1 and 3, moderate calcification on leaflet 2, commissure 1 bent, and wireform intact. Leaflet 1 had a 2 mm tear near commissure 1. Leaflet 2 had a 4.5 mm tear near commissure 3. Leaflet 3 had two tears of 10 mm near commissure 3, and 5 mm near commissure 1. Calcification was observed near all the tears. The sewing ring was cut near commissure 3, and the wireform was exposed on the side of the valve near commissure 2. A hematoma was observed on the outflow aspect of leaflet 3. Calcification restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). The device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 19 mm bioprosthetic aortic heart valve was explanted after eight (8) years, eight (8) months due to aortic regurgitation secondary to leaflet tear. Per obtained information, the patient presented with severe shortness of breath and underwent aortic valve replacement. A 19 mm pericardial bioprosthesis was used in replacement and there were no reported complications. The patient status was reported as ¿recovered¿ at ICU.